Event description:
End user reports that she left the power turned "on" after transferring out of the power wheelchair. When she transferred back into the power wheelchair she allegedly caught her sleeve on the joystick controller causing the power wheelchair to drive into the sofa, hitting her gangrenous toes. According to the end user, the gangrene toes were subsequently amputated.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user states that she did not ensure that the motorized wheelchair was powered off prior to transferring into and out of the motorized wheelchair, as warned in the owner's manual.